Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bacillus cereus was found on the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray during sterility testing. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one sealed 1ml syringe tray was received and confirmed to be from batch #7299668 (p/n 309701). The sample was visually evaluated. No defects were observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The sda (sterilization dose audit) & bioburden tests for the bulk convenience pak family tested during this timeframe (november 2017 requirement) were reviewed. Both tests had acceptable results. There were no positives recovered on the sda test. In addition, there were no positives recovered for the bulk convenience pak family on sda testing during 2017 or 2018. To answer customer¿s inquiry regarding microorganism use at bd: bacillus cereus is not used in the bd canaan micro lab. The organism we maintain for growth promotion testing of our media are: c. Albicans, b. Subtilis, a. Brasiliensis, c. Sporogenes, p. Aeruginosa, s. Aureus. Root cause not defined since defects were not confirmed in samples received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bacillus cereus was found on the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray during sterility testing. There was no report of exposure, injury, or medical intervention.